Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information. The patient did not recall when the alleged inaccuracy began, nor was she able to provide specific readings she obtained with the subject meter that she felt were inaccurate. The patient reported that she was diagnosed with gestational diabetes early in her pregnancy and currently manages her diabetes by taking humalog insulin before her meals (units adjusted based on carbohydrate intake) and a set dose of humulin insulin at bedtime. The patient stated that she generally tests 1 hour after her meals and at bedtime, but does not make any adjustments to her insulin dosage based on the meter readings. On an unspecified date/time, the patient claimed she obtained a blood glucose reading with the subject meter that was "in the normal range or higher". The patient denied taking any action in response to the alleged inaccurate result; however, 1 hour later felt shaky, sweaty and sensitive to light. The patient did not recall if she tested her blood glucose at the onset of symptoms, but confirmed she treated self with food and/or drink in response to the symptoms. The patient reported if the subject meter had read lower, she would have eaten something to have prevented the symptoms. At the time of troubleshooting, the patient informed the customer care advocate (cca) that she had run a control solution test on the subject meter and the control result fell outside the specified control solution range. The cca discovered that the control solution had been open past its discard date and that the patient was using the incorrect technique when running the control solutions test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she developed symptoms suggestive of severe hypoglycemia after the alleged inaccuracy meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.